Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted to this article. Reference to MDR report number 2015691-2025-01485 for additional event within the same medical article. The date of the event is unknown; however, according to the article, patients underwent aortic valve procedures from june 2016 to june 2023. Thus, the first day of the reported period (01 of june 2016) was used as the occurrence date. The subject devices were not available for evaluation as they remained implanted. Attempts have been made to obtain additional information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Article citation: bae sy, kim kh, sohn sh, kang y, kim js, choi jw. Pathology-independent expansion of indications for rapid-deployment aortic valve replacement: midterm outcomes. Thorac cardiovasc surg. Published online january 21, 2025. Doi:10.1055/s-0044-1790240. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the article received from south korea "pathology-independent expansion of indications for rapid-deployment aortic valve replacement: midterm outcomes" the following event was identified as pertaining to an edwards intuity elite valve: seventeen (17) valve related mortalities after unknown implant duration but no more than five (5) years.

Manufacturer narrative:
Updated/corrected information. H6 (type of investigation, investigation finding and investigation conclusions). H11 additional manufacturer narrative: the article describes valve related unknown cause of death, however the information available does not reasonably suggest there was a malfunction of the device or that the use or miss-use of the device caused or contributed to the patient's death. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. No corrective or preventative actions are required.